Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient presented with an infection, skin erosion and exposed hardware near the rns neurostimulator implant on (B)(6) 2022. The patient was diagnosed with a deep incisional infection. The rns system (neurostimulator and leads) was explanted on (B)(6) 2022. The patient is being treated with IV vancomycin, IV cefoxitin through (B)(6) 2022.